Manufacturer narrative:
Technician stated that the bed is not able to be repaired at the account and was swapped for another bed. No further information is available on the repair at this time.

Event description:
Technician alleged that the head of the bed is drifting. No pt impact.